Event description:
Electrode defective. Electrode without evidence defective, conductor broken.

Manufacturer narrative:
The product has been returned to MFR for investigation. It has been inspected in detail by using a microscope. The damage of the loopwire can be confirmed but the further results of our investigations do agree with the observations of the customer only partially. We have concluded a breakage caused by mechanical force. No evidence of melting could be found and, characteristical surface appearances are visible that are to be associated to impact of mechanical force. Owing to the electrode's damage extent it is seen highly likely that the cutting loop has been bent into shape before using it. The IFU contains clearly advises that the loop shape must not be changed. Hence, the event is considered a consequence of use error. There has been no info added that a pt has been put at risk. However, it cannot be fully excluded and this report is being submitted in abundance of caution.